Event description:
It was reported to boston scientific corporation that during a cystoscopy bilateral ureteroscopy procedure using an accumax 200 laser fiber, energy was escaping from the end of the blue covering and not the intended tip location; also causing the fiber to burn back. The procedure was completed with another accumax 200 laser fiber without any complications to the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation that during a cystoscopy bilateral ureteroscopy procedure using an accumax 200 laser fiber, energy was escaping from the end of the blue covering and not the intended tip location; also causing the fiber to burn back. The procedure was completed with another accumax 200 laser fiber without any complications to the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. Visual examination of the returned fiber revealed the pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached. The fractured fiber underneath the jacket caused the fiber to misfire; resulting in the burn marks on the jacket of the fiber.